Manufacturer narrative:
Age at time of event: over the age of 90. Device evaluated by MFR.: returned product consisted of a maverick balloon catheter. However, only the hub, strain relief and the hypotube were returned for analysis. The device was bloody. The hub, strain relief and hypotube were microscopically and visually inspected. Inspection revealed separation of the shaft at the midshaft heat bond (distal end of hypotube), and there were numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. It was plain old balloon angioplasty versus csi. But csi was never used, it was a tough case, instead about three hours, multiple maverick balloon catheters, unknown balloons, unknown guidewires and unknown guide catheters were used. The target lesion was located in the very tortuous circumflex artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, during procedure the shaft broke off about 3/4 down the patient's body. The device was retrieved with no parts remain inside the patient's body. The procedure was completed with another of the same maverick balloon catheter. No harm to the patient were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: over the age of 90.

Event description:
It was reported that shaft break occurred. It was plain old balloon angioplasty versus csi. But csi was never used, it was a tough case, instead about three hours, multiple maverick balloon catheters, unknown balloons, unknown guidewires and unknown guide catheters were used. The target lesion was located in the very tortuous circumflex artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, during procedure the shaft broke off about 3/4 down the patient's body. The device was retrieved with no parts remain inside the patient's body. The procedure was completed with another of the same maverick balloon catheter. No harm to the patient were reported and the patient's status was fine.